Manufacturer narrative:
(B)(6). Device is a combination product.(B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that three-quarters of the stent from the proximal end was damaged with some stent struts stretched and some struts misaligned. The stent had moved slightly proximally towards the distal end of the proximal markerband. The undamaged distal section of the crimped stent od (outer diameter) was measured which is within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 13-mar-2017. It was reported that crossing difficulties were encountered. The 87% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. Following pre-dilation with a 2.5x20mm non-bsc balloon catheter, a 3.00 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.